Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call, replaced the defective solenoid valves 1 and 2 and performed a precision testing. During the follow-up visit, the cse performed a total service call and replaced a clogged reaction cuvette washer (wud) probe. The cse ran precision testing and quality controls, which were acceptable. A siemens headquarters support center specialist reviewed the service report and concluded that the cause of the discordant, falsely elevated co2_c results on patient samples was due to a clogged wud probe, which was resolved by the replacement of a wud probe. The customer has not reported any additional issues with co2_c since replacement of the wud probe. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated carbon dioxide, concentrated (co2_c) results were obtained on patient samples on an advia 1800 instrument. On a prior day, different sample draws from the patients were tested and the results were lower. The discordant results were not reported to the physician(s). The samples were repeated on the alternate advia 1800 instrument, resulting lower. The results obtained on the alternate advia 1800 instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated co2_c results.